Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No motor movement or negligible movement. Retries to free a stuck motor failed error. However, the motor home switch was found with corrosion per visual inspection. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed pump error 38 and received insulin flow blocked alarm. The customer's blood glucose level was 287 mg/dl at the time of incident. It also reported that the customer was not able to rewind the pump. The customer was advised that the discontinue the use of insulin pump and revert to the back up plan. The customer will return insulin pump for analysis.